Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer forgot to perform the air removal process when loading a cartridge. Tandem technical support (cts) informed the customer a new cartridge would need to be installed. The customer's blood glucose (bg) levels ranged between 170-386mg/dl due to the delay in completing the load process. A correction bolus via the pump was to be delivered to address the bg level. The customer declined to have cts guide them through completing the load process.